Event description:
It was reported that the patient experienced withdrawal symptoms and was put on oral medication. A pump replacement was done. At the time of the replacement, the pump had been stopped for 595 hours. At this time, the reservoir volume was 7.8ml. The reporter did not know when the patient symptoms began, if an audible alarm occurred, or any additional details. During the pump replacement, the healthcare provider (hcp) unintentionally cut the catheter and therefore, needed to revise it. The reporter did not have any additional details regarding the pump being stopped. The device system was used to deliver bupivacaine and morphine in minimum rate mode. The cause of this event, specific patient symptoms, diagnostics/troubleshooting, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h865905609, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the pump segment of the patient's catheter was cut and was replaced with a new pump segment during the previously reported pump replacement. The spinal segment remained intact and was not removed from the intrathecal space. As far as this reporter knew, the patient was receiving effective therapy at the time of this report.